Event description:
The reporter states that he has issues with dexcom g7 sensors. He stated that this problem started since he shifted his insurance to us medicare. When he was using the device bought from cvs they worked fine. He stated that they might be getting them from black market. He had returned nearly 13 faulty sensors back to the manufacturer. When the sensor's button is pressed, the needle doesn't penetrate the skin to get the glucose reading. Pt code: 4582. Device codes: 2407, 1516, 2900. Ref reports: mw5172481, mw5172482, mw5172483, mw5172484, mw5172485, mw5172486, mw5172487, mw5172488, mw5172489, mw5172490, mw5172491, mw5172493.